Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in a heavily calcified common femoral artery was completed with two proglide devices, using a pre-close technique, prior to an interventional abdominal aortic aneurysm (aaa) procedure. The sheath was upsized to 20f and the aaa procedure was completed. Reportedly, after the aaa procedure, the proglide devices failed to achieve hemostasis. A cut down was performed to close the artery. There was a clinically significant delay in the procedure due to the cut down procedure. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.